Manufacturer narrative:
Lot number: potential lot number provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the potential product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the ik valve was turned off to the patient, and had been flushed, blood was still getting into the sheath. The physician was concerned that clots build up in the sheath and then when he advances the catheter, he is pushing the clot up the aorta with the catheter. Additional information was received on 08jan2020. The case was reported to be either a heart catheterization or a peripheral leg case. The case was successful and was completed with the same sheath. The event did not lead to blood loss, the patient was in stable condition.